Event description:
The following information was reported by the sales representative on (B)(6) 2014: the physician stated that sealant was deployed intra-arterially and traveled to the popliteal artery, thus occluding blood flow to the patient's lower right leg. He stated that he had to use thrombectomy and laser devices for 3 hours in order to reperfuse the artery. The patient was hospitalized (discharge date is unknown). Mynx procedure date: (B)(6) 2014 procedure type: diagnostic coronary vessel size: 6 mm stick location: medium sheath size: 6f. The following additional information was reported by the sales representative on (B)(6) 2014: the folks at the lab and deploying physician specifically claimed there was a misdeployment. As far as I have been told they did not retrieve the sealant from the artery. They claimed there were pedal pulses several hours post deployment and then once the patient left the bed and began to walk, the patient experienced pain. They did pulses again and said there were none and then commenced with the doppler. The deploying physician did follow the IFU. As far as the patient's anatomy it did appear there may have been some plaque and calcium in the cfa and sfa just distal to the sheath.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided. (B)(4).

Manufacturer narrative:
Revised to include product problem.